Manufacturer narrative:
(B)(6) 2022 - customer notified us of a retained capsule. The capsule was administered on (B)(6) 2022 at 8:15am and since then the patient had been out of town for 6 weeks and returned to the clinic (B)(6) 2022 at 10:58am and explained he has not retrieved the capsule but is not in any pain. Following information was provided by the clinic: (B)(6) 2022 - kub upright and lateral (2 views). (B)(6) 2022 - cr abdomen (2 views). (B)(6) 2022 - received frm-0089. (B)(6) 2022 - video was successfully uploaded in capsocloud (B)(6) 2023 - email was sent to validate if the capsule was excreted naturally (B)(6) 2023 - email was received confirming that the patient had surgery to remove the capsule and the cause of the retention was due to pre-existing crohn's disease.

Event description:
(B)(6) 2022 - customer notified us of a retained capsule. The capsule was administered on (B)(6) 2022 at 8:15am and since then the patient had been out of town for 6 weeks and returned to the clinic (B)(6) 2022 at 10:58am and explained he has not retrieved the capsule but is not in any pain. Following information was provided by the clinic: (B)(6) 2022 - kub upright and lateral (2 views). (B)(6) 2022 - cr abdomen (2 views). (B)(6) 2022 - received frm-0089. (B)(6) 2022 - video was successfully uploaded in capsocloud. (B)(6) 2023 - email was sent to validate if the capsule was excreted naturally. (B)(6) 2023 - email was received confirming that the patient had surgery to remove the capsule and the cause of the retention was due to pre-existing crohn's disease.